Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.

Event description:
Pt was revised to address hip pain. The acetabular cup was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional info: d6 and f10.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Update: 03/01/17. Medical records received. After review of medical records there is not further information to clarify the conflicting information within the revision operative record that states "acetabular loosening" of the cup in the post-operative diagnosis but indicates cup was "stable". No new information provided to change the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update: b5, b7.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 b7 d2 d4 g3 g5 h2 patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 27, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges damage tissue, nerve damage, and hip bursitis. It was also stated that patient will not be able to have surgery due to heart issues. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address acetabular loosening, however, on the revision operative notes it stated that the cup appeared to be stable. There were no laboratory results nor new information. Added complainant information. This complaint was updated on jun 6, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 b6 h2.

Event description:
Update jun 09, 2017: legal medical records received. After review of the medical records for the MDR reportability, patient was revised due to failed tha for acetabular loosening. In the revision notes there were no mention which implant was loose. It was reported that the cup appeared to be stable. Clinical notes stated that patient complained of pain in her buttock, thigh and groin. X-rays and bone scan showed a loose acetabular component left total hip arthroplasty. Post revision, examination notes reported a trochanteric bursitis, grinding sensation in her left hip and a stabbing sensation her right hip. Added relevant test on patient information . This complaint was updated on jun 22, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.